Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The cp1 was upgraded and detector replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site had grainy fluoroscopic and radiographic images. They did a calibration on a separate case and the issue went away. However, the same issue came back on the day of the report. There was no patient present when this issue was identified.

Manufacturer narrative:
The paxscan detector panel was returned to the manufacturer for analysis. Analysis found that the panel passed visual inspection. When cp1, power supply and detector panel were installed in an imaging system, calibration were successful. Imaging functioned as expected. No fault found.

Manufacturer narrative:
The pleora was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications.